Event description:
It was reported that during an orif of right distal humerus procedure, the threads of the screw unwound and came off while surgeon was inserting the screw. The surgeon backed out the shaft of the screw. Surgeon had to perform a corticotomy to retrieve the screw threads from the patients bone. Another screw was used to complete the procedure with no further problems. Procedure was extended by 20 minutes.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing evaluation revealed the returned screw is in 3 pieces. One piece is the head and shaft which is in fair condition. The other two pieces are portions of the threads. There is extensive damage on the two pieces. The threads are deformed and flattened. Visual examination is consistent with the complaint that the screw threads peeled. Since all the relevant features could not be checked due to damage and no issues were found for features that could be checked and no lot number was provided, it is concluded that this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for file (B)(4).